Event description:
It was reported that a user experienced a low blood glucose event while using the ilet with a dexcom g7, with the lowest cgm value of 65 mg/dl over approximately 20 minutes, treated with oral carbohydrates including juice and banana bread; the user reported a history of gastroparesis and routine physical activity, and the device provided a low alert. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included the need for oral glucose to address the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to determine a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.